Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to aortic annulus. The valve was then deployed and subsequently recaptured three times due to the valve moving both ventricularly and towards the patient¿s aorta during deployment. In response, the attending physician withdrew the dcs from the patient's body and prepared a non-medtronic 23-millimeter (mm) valve for implant. The valve was then successfully implanted. No patient complications were reported as a result of this event. Per the physician, the patient's previously implanted surgical aortic valve contributed to the event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to aortic annulus. The valve was then deployed and subsequently recaptured three times due to the valve moving both ventricularly and towards the patient¿s aorta during deployment. In response, the attending physician withdrew the dcs from the patient's body and prepared a non-medtronic 23-millimeter (mm) valve for implant. The valve was then successfully implanted. No patient complications were reported as a result of this event. Per the physician, the patient's previously implanted surgical aortic valve contributed to the event. Additional information was previously reported, but not captured in the initial narrative: the patient had a previously implanted 23 mm non-medtronic surgical aortic valve. A non-medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter, and the frame of the non-medtronic surgical valve was used as a reference. The cuspal overlap technique was used. During deployment, flowering of the valve to nodes 3-4 was performed while the patient was rapidly paced at 180 beats per minute (bpm). At 80% deployment the capsule was steadily opened. After the valve dislodged ventricular, it was decided to start the deployment a little higher; however, the valve dislodged aortic. There was nothing in terms of patient anatomy that contributed to the dislodge.

Manufacturer narrative:
Updated data: b5. B6. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.